Event description:
It was reported that one glass was falling off of the endoscope. There was no allegation of any harm, injury, or adverse outcome to a pt.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment MFR (OEM) for eval. Per the OEM, the endoscope was rec'd with mechanical damage to the distal window assembly hermetic seal resulting in fluid invasion and subsequent minor damage to optical components. As of (B)(6) 2013, there have been no reported recurrences of the issue at this hospital.